Manufacturer narrative:
Analysis found the unit alarmed motor error alarm during rewind due to motor gear box jammed. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call the insulin pump is unable to exit the preparing to prime loop. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.